Manufacturer narrative:
Based on the claim against the product by the customer noting vessel sealer extend (vse) not working, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the vse instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A failure analysis engineer did an advanced log review and the following additional information was obtained: "logs show that the first vse used was pn 480422-01, lot u90220404-0262. This instrument was installed twice and passed homing (initialization) both times. It was first used with an e-100 generator, where qty 17 seal events were performed with this generator. In total, qty 9 of the 17 seal events resulted in a ¿high initial starting impedance¿ error, and the last 7 consecutive seal events resulted in this error. The user then switched to using an erbe vio dv generator and performed 3 seal events with this instrument, with an average seal duration of 7.08 seconds. The logs also recorded qty 7 cut complete events with this instrument, these occurred prior to the generator change to erbe. Second vse used was pn (B)(4) , lot u90220404-0264. This instrument was installed once and passed homing. This instrument was used with the erbe vio dv generator for its entire usage. Instrument had qty 22 seal events, with an average seal duration of 3.74 seconds, and qty 17 cut complete events. Msc logs show an error code 25920 related to energy activation on the erbe being stopped, but this error occurred after both vse instruments had been used. This complaint is being reported based on the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted adrenalectomy, the vessel sealer extend (vse) worked for a very short time. It was tested on two different generators with no improvement. There was no reported injury. Intuitive surgical, inc. (Isi) attempted to follow-up to request additional information related to the event. However, as of the date of this report, no further details were obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and failure analysis (fa) investigations replicated/ confirmed the customer reported complaint. Failure analysis found the primary failure of failed electrical continuity test to be related to the customer reported complaint. The instrument failed the electrical continuity test. The grip tips we manually manipulated and intermittently passed continuity. No obvious physical damage to the conductor wire was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument passed cut test. However, the instrument would intermittently fail to deliver energy during in-house testing. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed a passed. Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. Advance failure analysis confirmed initial fa. The vse instrument failed the continuity test at the jaws with ceramic dots. An x-ray analysis showed a little break of the conductor wire at weld which is responsible for the discontinuity and hence the intermittent energy delivery.